Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise. The noise was oversensed and led to inappropriate shock therapy. It was suspected that the lead had fractured. A revision procedure was performed where the lead was cut and capped. There were no additional adverse patient effects reported.